Event description:
It is reported that the pt was revised due to tibial baseplate loosening.

Manufacturer narrative:
Evaluation summary: review of both original and revision surgical reports provided indicates surgical technique was followed. No x-rays were received. Pt factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the information provided. However, the complaint maybe revised upon return of product, x-rays or further information. Cause cannot be definitively determined. Evaluation: device history records indicate all components were manufactured and inspected to specification.